Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had a broken cutting accessory still attached. 7 events had no patient involvement; no patient impact. 3 events had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10. 11 previously reported events are included in this follow-up record. Product return status. 7 devices were received. 4 device investigation types have not yet been determined. Event confirmation status. 3 reported events were confirmed. 4 reported events were not confirmed. Evaluation results. 2 devices were found to be affected by corrosion/debris. 1 device was found to be affected by drivetrain wear. 3 devices had no problem found. 1 device did not have a root cause established.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a broken cutting accessory still attached. 4 events had no patient involvement; no patient impact. 3 events had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 7 previously reported events are included in this follow-up record. Supplemental rationale corrected data: b5, h10 11 events were previously reported during the reporting period; however, - 4 previously reported event in this report should have been included under MFR report # 0001811755-2019-03374. - 7 previously reported events are included in this follow-up record. Product return status 6 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 3 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 1 device was found to be affected by corrosion. 1 device was found to be affected by a worn drivetrain. 1 device was found to be affected by debris. 3 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 11 device investigation types have not yet been determined. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 malfunction events in which the device had a broken cutting accessory still attached. 6 events had no patient involvement; no patient impact. 3 events had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.